Event description:
Add'l info received from MFR 6/18/03: the device referenced in the above report has not been returned to medtronic inc, for evlauation. Repeated attempts to the health care provided have not provided any info related to why the device was removed.

Event description:
Medtronic battery removed from stimulator.